Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause for the aortic dissection cannot be confirmed; however, it may be due to procedural factors (device manipulation). Other potential contributing factors are unknown as limited clinical information was provided. In addition, the cause of the death was believed to be related to the aortic dissection. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, three days post implant of a 29mm sapien 3 valve in the aortic position, the patient suddenly passed away from a cardiac event. The cause of the death was an aortic dissection due to the repeated pressure into the aorta with flex tip of the delivery system while valve positioning. The dissection was located at stj level of the descending aorta extending to the carotid. No symptoms were present during the hospitalized period, so no CT and echo monitoring was performed. The valve was successfully implanted. No treatment was able to be performed before the patient expired. Per report, there was no difficulty tracking over the arch during the procedure. However, due to interaction between the safari wire and mitral chordae, valve positioning required more time than usual.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).